Event description:
It was reported that the balloon was broken during use. There were no patient complications reported.

Manufacturer narrative:
The catheter that was returned for evaluation did not inflate due to leakage and with latex material missing. Examination revealed that the balloon failed to inflate due to leakage observed through a tear, approximately 0.040" in length near the distal bond. The edges of the latex do not appear to match up at the area of the tear. The balloon was immersed in water and pressurized with air to visually determine source of leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. Upon removal of the contamination shield, an indentation was noted at approximately the 84 cm area. The complaint "the balloon was broken" was confirmed; however, there are no indications that this is related to the manufacturing process. The cause of the balloon leakage could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.